Event description:
It was reported that prior to use of the intra-aortic balloon (iab), there was slight moisture within balloon catheter packaging. There was no patient involvement.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that prior to use of the intra-aortic balloon (iab), there was slight moisture within balloon catheter packaging. There was no patient involvement.